Manufacturer narrative:
Literature citation: alan t. Villavicencio, md, sigita burneikiene, md ¿rhbmp-2-induced radiculitis in patients undergoing transforaminal lumbar interbody fusion relationship to dose " (B)(4). Fluid collection. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was diagnosed with degenerative disc disease and grade ii spondylolisthesis. The patient underwent one-level tlif surgery ,weeks later, patient reported numbness and shooting pain down both lower extremities, more so on the right side. Magnetic resonance imaging scan was performed, which demonstrated fluid collection in the right l5/s1 foramen and adjacent to the tlif graft

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.